Event description:
Patient presented to ep lab for lv lead revision due to physician specified suboptimal lv epicardial lead placement. Lead was revised (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).